Event description:
So-clean and philips respironics. So-clean advertises it is safe with the CPAP. Received letter from philips today (7/28/2021) that a recall is occurring. I have been suffering with sore throat, headache, congestion, cough, fatigue exacerbated over the last week. Intermittently over the past year or year and a half I have had these symptoms exacerbate and dissipate. Always waking up with at least sore throat. FDA safety report ID # (B)(4).